Manufacturer narrative:
B4: 6feb2019. G4: 6feb2019. H3 and h6: reference MFR #2031642-2019-00769 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a failed nav-ring. There was no patient involvement. Event date not specified; estimate used.